Manufacturer narrative:
Block b3: date of event - approximately 01feb2025. Exact date is unknown. Additional suspect medical device component involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial:(B)(6), batch: 7127478.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced discomfort and multiple high impedances. While performing the revision procedure to replace the implantable pulse generator (ipg) and lead extension the physician discovered the ipg had flipped in the pocket along with the extension. The devices were replaced. The patient was doing well postoperatively. The explanted devices were retained by the medical facility and were not returned.